Event description:
The patient reported their third overdischarge. They had not charged since fall 2015. When the power on reset (por) reset, they checked the diary, in fact the last time the patient charged was in (B)(6) 2015. A physician reset mode was done and was able to get charge bars after 1 hour. The manufacturer representative (rep) had the patient sit for another 1.5 hours and then cleared the por. The issue was resolved. There were no symptoms reported. Other relevant medical history includes spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.